Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left upper arm artery. A 4.0mmx40mmx80cm sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 9 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.